Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a novalung console displayed alarm codes 206 and 208 at the start of a patient¿s extracorporeal membrane oxygenation (ECMO) therapy and the flow measurement stopped working. The issue occurred during transport from the operating room to the intensive care unit (ICU). The customer had no previous knowledge of the problem, and they consequently misinterpreted the flow measurement error. The flow measurement alarms continued into the night and led to an interruption of treatment which required a console change. Although the console was exchanged, it was reported that the kit was not exchanged. The console was fixed later that day when its sensor box was replaced. The patient was able to continue their treatment after being moved to another console. The event resulted in approximately 50 ml of blood loss or less. The reported events did not result in any serious patient injury, or the need for any medical intervention. It was initially reported that the failure occurred on the morning of (B)(6) 2024. However, review of the log data / alarm history revealed that the alarms first occurred for a few minutes the day before that. The alarms were confirmed to be related to the CAPA that was opened for flow measurement issues. No defects were noted with the console, the flow sensor, the sensor box, or any of the connected cables. A sample was not available to be returned for evaluation. The serial number of the sensor box was (B)(6) .

Event description:
It was reported that a novalung console displayed alarm codes 206 and 208 at the start of a patient¿s extracorporeal membrane oxygenation (ECMO) therapy and the flow measurement stopped working. The issue occurred during transport from the operating room to the intensive care unit (ICU). The customer had no previous knowledge of the problem, and they consequently misinterpreted the flow measurement error. The flow measurement alarms continued into the night and led to an interruption of treatment which required a console change. Although the console was exchanged, it was reported that the kit was not exchanged. The console was fixed later that day when its sensor box was replaced. The patient was able to continue their treatment after being moved to another console. The event resulted in approximately 50 ml of blood loss or less. The reported events did not result in any serious patient injury, or the need for any medical intervention. It was initially reported that the failure occurred on the morning of (B)(6) 2024. However, review of the log data / alarm history revealed that the alarms first occurred for a few minutes the day before that. The alarms were confirmed to be related to the CAPA that was opened for flow measurement issues. No defects were noted with the console, the flow sensor, the sensor box, or any of the connected cables. A sample was not available to be returned for evaluation. The serial number of the sensor box was (B)(6).

Manufacturer narrative:
Plant investigation: no parts were returned for evaluation. The log files for the console confirmed that alarms 206 and 208 occurred. The described situation is adequately addressed in the instructions for use (IFU). If alarm 208 is continuously occurring, the IFU provides instructions to replace the machine. The reported event can be assigned to a known failure pattern. Alarm #208 is issued when the sensor box software does not detect any communication to the flow board (pcb ¿digiflow mini1¿). A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. Since no parts were returned for evaluation, a definitive cause of the described problem could not be determined. However, investigation of similar complaints revealed that the console alarms were due to an interruption in communication between the flow sensor and the sensor box. This is most likely due to a fault in the power supply to a circuit board within the sensor box. An increased contact resistance, either at connector p102 of the ¿digiflow mini1¿ board or at connector x11 of the function controller (fuco) board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board. A CAPA has been opened to address this issue.